Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of unexpected restart and battery out limit alarm. The customer's blood glucose level was 13.2 mmol/l at the time of the incident. The customer stated that he received a low battery alarm when he changed the battery. The customer stated that a temporary basal was not programmed before the unexpected restart alarm. The product was not returned for analysis.